Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display is missing digits. Discolored. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a damaged block assembly. No other apparent physical damage was found. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The liquid crystal display (lcd) was missing pixels, confirming the customer complaint. The most probable cause was due to a faulty printed circuit board. The investigation determined that the reported issue was due to the customer. No corrective action was taken. The device was no longer needed and will be scrapped. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The event is also not related to a previous service event because when it was last in for service in october of 2020 the device had a leaking problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).